Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced fungal peritonitis. It was reported, the hp developed a fungal infection (unspecified) later clarified to be fungal peritonitis and was hospitalized for the event. Treatment for the peritonitis was not reported. On an unreported date the patient?s pd catheter was replaced. Five days after being admitted to the hospital, the hp was discharged. On an unreported date, the hp was switched to hemodialysis therapy. At the time of this report hemodialysis was ongoing. At the time of this report, the hp was recovering from the peritonitis. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12k09112 and h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.